Event description:
It has been reported to the MFR by a distributor in france that a nurse acquired infectious tuberculosis. As part of the investigation into the cause of the transmission, the customer indicated that a tecnol fluidshield pcm 2000 mask was used while in the "isolated" room and then removed just after exiting. The customer is requesting info on whether the mask conforms. It should be noted that the tecnol fluidshield pcm 2000 mask claims compliance to en (medical devices) (type iir mask) as per the label copy and is not to be used as a particulate filter respirator and does not purport to meet either the device or niosh standards. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
This is the first reported incident of this type. It should be noted that the warning on the device packaging states that the face mask is not to be worn as a particulate filter respirator. No additional info has been received at this time. A supplemental report will be sent if additional relevant info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.